Event description:
Percutaneous coronary intervention (pci) was performed for the patient with acute myocardial infarction (ami) in the left circumflex artery (lcx) distal to the post descending brach (pd). Following the deployment of two stents in the lesion, the imaging catheter was approached to the diagonal branch (posterolateral branch) of the lesion through the stent strut. Upon retrieval, the imaging catheter became stuck in the stent. The physician attempted to retrieve the imaging catheter by approaching the guiding catheter to where the imaging catheter was stuck, but the imaging catheter was not able to be released. The transducer (imaging core) of the imaging catheter was pulled out, a guidewire inserted from the proximal side of the wire through the imaging catheter, but again the imaging catheter still was not released. Intra-aortic balloon pump (iabp) was operated. Another guiding catheter was inserted by femoral approach, the balloon inserted and inflated several times releasing the imaging catheter. The deployed stents were deformed and strut was lifted up. The stent was post-dilated with the balloon and confirmed under fluoroscopy to be deployed properly.